Event description:
It has been reported that during the procedure the valve of this device was reportedly leaking. The device was removed and replaced. There is no report of pt injury. The device is not being returned for eval.